Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had meningitis and after it cleared, they were going to take out the pump. Then it was realized the ¿virus didn't get to the pump¿ (unclear if device caused/contributed to meningitis). They were to try to refill the pump. Patient had missed refill. It was stated that healthcare provider (hcp) left practice and moved to a different area and they weren't provided with any names. The refill was supposed to have been on (B)(6) 2013. Hcp had provided three references and none of them worked out. Patient had experienced return of symptoms; was in excruciating pain since not receiving medication in pump. Patient¿s pcp (primary care physician) had prescribed fentanyl patches (.25) and patient also took ibuprofen; however, that didn't take care of pain like the pump per reporter. It was stated that when hcp left practice patient was not informed in a timely manner and clinic said that they are not getting a replacement to service current patients with pumps. It was added that the pump had been alarming since around new years (critical alarm); the pump went dry since a few months. Patient didn't know that it was the pump or it was one of her kid's phones at the time. As of now the pump was beeping constantly but no longer the critical alarm. Drug in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).